Event description:
It was reported that when contrast medium was infused using the powerpicc, the position of the catheter tip was moved. The health injury to the patient was unknown. Did the catheter move back into place after the contrast was administered? Yes. Was the catheter manipulated at all to move it back into place? Any procedure performed? No.

Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.